Event description:
The tech alleged the brake casters on the foot end of the bed do not hold. No pt injury.

Manufacturer narrative:
The tech found the foot end brake casters are for a different type of bed. The tech replaced the foot end main bearing and brake casters to resolve the issue.